Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly discarded. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal humerus fracture repair, two instruments broke intra-operatively. A guide wire tip broke off, and the tip fragment remains implanted in the patient. In addition, the drill bit tip broke, and all fragments were retrieved (confirmed by intraoperative x-ray). There were other devices available to use; the surgery was completed successfully. There was no reported surgical delay or harm to the patient. This is report 2 of 2 for (B)(4).